Event description:
No further event information is available at the time of this report.

Manufacturer narrative:
Zimmerbiomet complaint number (B)(4). One implant was returned for investigation. Visual evaluation of the as returned product identified signs of use and some scratches on the threads. Devices could not be disengaged. Functional testing to recreate the reported event could not be performed due to the nature of the device & event. A pre-existing condition noted on the per was unknown bone density type. The reported device was located on tooth # 15 (fdi) and was used for one day. The customer did not provide any pictures or x-rays. Review of appropriate documentation: documents reviewed: biomet 3i dental implant IFU (p-iis086gi) rev I - 2022/04/01 information identified: warnings and precautions. DHR review : DHR review was completed for the subject lot number (2018070999). It was confirmed that all operations and inspections were executed as per applicable procedures. No deviations or non-conformance's, which could have caused or contributed to the reported event were noted as part of the DHR. Complaint history review: complaint history review was performed for the reported lot number (2018070999) for similar events and no other complaint was identified. Review completed utilizing keywords: 'does not disengage/release' post market trending review: april post market trending was reviewed and there were no actionable events or corrective actions for the reported event (does not disengage/release) or product (oss585). No actionable items have been triggered that will affect complaint handling on our end for this month. Therefore, based on the available information, device malfunction did occur and the reported event was confirmed.

Event description:
It was reported that the implant and the mount are threaded and it was impossible to separate them. The doctor confirms that the procedure was not completed with another implant and that the patient did not suffer any impact on his health.

Manufacturer narrative:
Zimmer biomet complaint number (B)(4).